Event description:
IV infiltration to right hand with edema noted from tips of fingers to wrist. Initially hand was white with tips of all nails dark purple. IV pump did not alarm. IV fluids discontinued, IV catheter discontinued. Immediately nail beds pink, cap refill less than 2 secs. Radial pulse palpated. Hand elevated and warm compresses applied. Swelling decreased substantially. Fluid to increase urine output. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.